Event description:
It was reported that the pump was not delivering a bolus as intended. The customer's blood glucose (bg) level was 95-135 mg/dl. Tandem technical support requested the customer upload to t:connect; however following multiple follow up attempts the customer did not upload, therefore, the alleged root cause could not be confirmed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor; cause was unknown. Customer delivered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.